Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. Scratches were found on tip cover, universal code, scope connector side of the universal cord, control body cover, the grip, up/down angle fixing lever and up/down knob, right/left knob and the insertion tube. The bending angle was insufficient due to the elongation of angle wire, the adhesive of the rubber section cover was missing and the adhesive on the light guide lens was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the nozzle on the evis lucera duodenovideoscope was collapsed. During the testing and inspection of the returned device, the adhesive on the light guide lens was peeling off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.